Manufacturer narrative:
Investigation results: a device history record review was completed by our quality engineer team for provided material number 381412 and lot number 3024403. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Complaints received for this device and reported condition will continue to be tracked and trended.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that bd insyte autoguard leaked past the blood control. The following information was provided by the initial reporter: I'm sending this email to follow up with our conversation this afternoon regarding the recent batch of 24g IV catheters that we received. The seal inside the catheter that holds the blood back is not working like it has with previous catheter devices - when we place the catheter, blood immediately starts free flowing even before the needle is removed. Customer response on (B)(6) 2024. On (B)(6) 2024 . Patients bleed back and no injuries.